Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/04/2024, it was reported by a sales representative via e-mail that (2) ar-1288rtt-fc3 fibertag tightrope with flipcutter iii had an excessive wobble when spun on the drill outside of the joint. This occurred during a quad auto acl reconstruction where the surgeon declined to use them, fearing the wobble would create a tunnel larger than what he wanted. The case continued using a flipcutter 2 to complete the procedure.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is a known supplier manufacturing issue. The complaint allegation was not confirmed as the device was not received for evaluation, and no evidence of the failure was provided.